Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm and had a power fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. A review of the device logs revealed system fault error messages (sf 75 and 218) prior to ventilation, but could not confirm the reported power fault during ventilation. Performance testing showed that the device operated according to specification. The investigation determined that the system fault error messages were due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).